Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.